Event description:
It was reported that the device had a yellow and blank display. This could inhibit the user from pressing the correct buttons in a cardiac arrest situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the cause of the reported failure was due to the display flex cable connector not being seated correctly to the pcb mounted jack connector, designator j6.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.